Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was too hard to push and could not be fully depressed. Hemostasis was completed by switching to manual compression. There was no reported patient injury. The device was used according to the normal procedure, and after backflow stopped and the indicator monitor turned fully black, the deployment button issue occurred. The button was able to depress only partially, and the indicator window was showing solid black at that time with no red color observed during retraction. The device was not deployed outside of the patient. A 7f non-cordis short heath was used. The device was used after a percutaneous coronary intervention (pci). The operator was trained in the vascular closure device (vcd), and the exoseal vcd was stored and prepared according to the instructions for use (IFU). Pulsatile flow was seen from the bleed-back indicator, and the procedure used a retrograde approach. No device or package damage was visible prior to use. The femoral artery was verified suitable on angiography, including confirmation of the appropriate insertion angle of the non-cordis sheath, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The femoral site had not been previously closed within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vcd. Other procedural details were requested but were not provided. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18409880 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, "the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug." Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18409880 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was too hard to push and could not be fully depressed. Hemostasis was completed by switching to manual compression. There was no reported patient injury. The device was used according to the normal procedure, and after backflow stopped and the indicator monitor turned fully black, the deployment button issue occurred. The button was able to depress only partially, and the indicator window was showing solid black at that time with no red color observed during retraction. The device was not deployed outside of the patient. A 7f non-cordis short heath was used. The device was used after a percutaneous coronary intervention (pci). The operator was trained in the vascular closure device (vcd), and the exoseal vcd was stored and prepared according to the instructions for use (IFU). Pulsatile flow was seen from the bleed-back indicator, and the procedure used a retrograde approach. No device or package damage was visible prior to use. The femoral artery was verified suitable on angiography, including confirmation of the appropriate insertion angle of the non-cordis sheath, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The femoral site had not been previously closed within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vcd.other procedural details were requested but were not provided. The device will not be returned for evaluation.